Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr calibrated the fio2 and ran ovp. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was alarming o2 sensor error. The customer advised there was no patient involvement associated with this event.